Event description:
It was reported that during shoulder surgery, a delay of more than 30 minutes was caused due to the device stopped working. The procedure was completed with a backup device no patient injury reported.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. The additional information states that a 2 minutes delay occurred and a back up device was available.

Event description:
It was reported that during shoulder surgery the device stopped working.the procedure was completed with a backup device with no significant delay nor patient injury reported.